Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a male (age nos) who rec'd poly-l-lactic acid (sculptra) therapy (treatment dates, indications, and dosage nos). Relevant medical history and concomitant medications were not specified. The pt rec'd two applications of poly-l-lactic acid, and started presenting with pin in the area where it was rec'd the application. The pt's contact info was not provided, so this case will be closed. Reporter's causality: not specified.

Manufacturer narrative:
(B)(4). Add'l info rec'd on 30-jul-08: (B)(4) results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Add'l info rec'd on 28-aug-08: our affiliate clarified that the reported term of "pin" referred to "black comedones." Add'l info rec'd on 09-sep-08: (B)(4).